Manufacturer narrative:
(B)(4). Returned meter evaluated on 05/13/2016 with no defect found. Empty test strip vial returned for evaluation and incorrect lot. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for e-3 error code and high blood glucose test results. The e-3 error code was corrected during the call by training. The customer's expected fasting blood glucose test result range is 123 mg/dl. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 178 and 187 mg/dl on (B)(6) 2016 at 11:30am. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer called in on (B)(6) 2016 and states her meter reads 395mg/dl and 150mg/dl back to back with test strips vial pt2711.